Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08285. It was reported the pt's scs leads had migrated causing a change in the stimulation coverage. Fluoroscopic images confirmed the pt's leads had migrated. Additional info received identified the pt's lead was explanted and replaced. The pt is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.